Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted for elevated lactate dehydrogenase (ldh) and possible pump thrombosis. On (B)(6) 2017, echocardiogram was performed and pump speeds were not changed. On (B)(6) 2018, it was reported that the patient was on triple. It was reported that patient was noncompliant with anticoagulation medications. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The submitted system controller log file contains data from 15nov2017 02:45:51 pm through 21dec2017 09:56:28 am. The pump appeared to have operated as intended above the low speed limit with no atypical alarms throughout the duration of the log file. No adverse events were observed in the data. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.